Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the operating room the md inserted the intra-aortic balloon (iab) via a sheath into the pt's right femoral artery. An x-ray was not performed, but a transesophageal echocardiogram (tee eco) was performed. After 20 mins of intra-aortic balloon (iabp) therapy the (iap-0500 s/n (B)(4)) alarmed "class 1 alarm" helium leak. Blood was noticed in the line and the md immediately removed the iab. Another iab-04840-u (s/n (B)(4)) was inserted into the same insertion site. Strips were generated, however, they are not available for review. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a five mins delay in iabp therapy, until the second iab was prepped and inserted successfully. There were no reported pt complications. The pt is in the cvicu recovering with iabp. Indication for use: decrease in the l.v.s.w.I "right going down."